Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 40 mg/dl recently. The customer declined troubleshooting for the hypoglycemia and did not mention any symptoms or treatments of it. The customer consulted his health care professional who advised him to adjust a setting on the insulin pump in order to give less insulin. No products were returned or replaced.